Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient was put on impella cp support to unload and for left heart catheterization. The impella was implanted in left femoral artery (multiple extracorporeal membrane oxygenation (ECMO) cannulation attempts in this groin as well). It ran in auto and was then turned to p4. The team was unable to keep ECMO flows above one liters near end of case. A large hematoma was noted at left groin site. Pressure was held. The team decided to implant the impella using a larger non-impella sheath. The team is aware and understands that this is not recommended. The patient's lactic continued to climb and increasing pressor support. They were unable to keep ECMO flows up and the decision was made to send the patient to the intensive care unit for family to withdraw care. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.